Event description:
It was reported that implant was removed and replaced with a new one as part of exploratory surgery to investigate painful knee.

Manufacturer narrative:
Lot number provided was not a valid lot for the part number indicated in the complaint. The associated complaint device was not returned for evaluation.